Manufacturer narrative:
This event was initially reported as a malfunction for loss of light. Upon additional information provided, this event is no longer reportable. Per additional information received, the surgeon loss visibility due to loss of light for several seconds. This event description most likely indicates ¿no light output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: esst issue causing safelight failure. Replace receptacle board. Advise to re-calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
This event was initially reported as a malfunction for loss of light. Upon additional information provided, this event is no longer reportable. Per additional information received, the surgeon loss visibility due to loss of light for several seconds. This event description most likely indicates ¿no light output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source kept completely turning off without command during use and it wasn¿t a flicker, so unless it was turned back on, it was off indefinitely.